Manufacturer narrative:
The device was returned to the manufacturer and it was determined that the root cause of the pin sticking is, the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if add'l info from the investigation is received.

Event description:
It was reported that the pin sticks in the collet. This was found during a routine maintenance visit. There was no pt involvement or adverse consequences related to this event.